Event description:
It was reported that the patient¿s inset infusion set detached during sleep and the patient attempted to reinsert it before being advised not to and guided through a supply change, with the issue associated to incorrect procedure and the cannula component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the cannula and improper technique. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.